Event description:
The technician alleged that the scale display was inoperable and that the display controls were damaged from fluid ingress. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.